Event description:
The epg (external pulse generator) was returned for calibration. It subsequently tested out of specification during the manufacturer's analysis. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found that the heart block was contaminated, and the side bail cover was broken.